Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6)) did not retract the lifeband and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes (investigation) were updated. The reported complaint of the autopulse platform (B)(6) not retracting the lifeband and displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up was confirmed in the archive data and functional testing. The root cause of the reported complaint was the malfunctioning load cells due to failed components. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported complaint date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Per design, the lifeband would not retract when the device shows a user advisory. The failed load cells were replaced to remedy the fault. Following service, including replacement of load cells, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).